Event description:
It was reported that a malfunction alarm with code malf 12 occurred, which required a reset of the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.